Event description:
The customer had purchased the ventilator from a rental/sales company. While servicing the ventilator, the manufacturer's service technician observed a fuse in the power supply was not fully seated in the fuse clip. The open fuse may cause a loss of valve operation in the ventilator and go vent inop if it were to occur during use. Vent inop, when in use, will stop providing ventilatory support to the patient. The customer did not report a vent inop occurrence to the manufacturer previous to service or at the time of its occurrence. There was no reported patient harm. The service technician adjusted the fuse clip and reseated the clip to address the finding. Performance verification testing was completed and tests passed per operating specifications.

Manufacturer narrative:
Fuse.